Event description:
This is a spontaneous case report received from a regulatory authority (case# (B)(4)) in (B)(4) on 29-sep-2016 which refers to a female patient of unspecified age who had an attempt of essure (fallopian tube occlusion insert), lot number d46957, insertion on (B)(6) 2016. Health care professional reported that, while essure was being placed, the release of the implant was incomplete and it got stuck inside the fallopian tube. It was also informed that surgeon met high difficulty to remove essure and the intervention was longer than planned. (B)(4). Breakage questionnaire was sent and follow up information received on (B)(6) 2016 from hospital correspondent: the implant got stuck inside the fallopian tube but the implant did not break. Follow-up information received from hospital correspondent on (B)(4) 2016: essure system was available for investigation. No new clinical information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and while essure was being placed, the release of the implant was incomplete and it got stuck inside the fallopian tube (seen as device deployment issue). The device did not break. The event is listed in the reference safety information for essure. In this case, it was reported that the surgeon met high difficulty to remove essure and the intervention was longer than planned. Considering that the event occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device deployment issue, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is being sought.

Manufacturer narrative:
Follow up information was received on 08-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: (B)(4). As of oct 31, 2016, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. We conducted a review of the manufacturing batch record d46957 (production date 15-jan-2015 and expiration date 28-jan-2018) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint it is possible the essure device could have been defective prior to removal from the package. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue and device difficult to use. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-nov-2016 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and while essure was being placed, the release of the implant was incomplete and it got stuck inside the fallopian tube (seen as device deployment issue). The device did not break. The event is listed in the reference safety information for essure. In this case, it was reported that the surgeon met high difficulty to remove essure and the intervention was longer than planned. Considering that the event occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device deployment issue, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. No further information is expected.